Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-mar-23 regarding a patient's imp lanted infusion pump containing dilaudid (10 mg/ml at 5.401 mg/day), morphine ( 25 mg/ml at 13.5 mg/day), and clonidine (100 ug/ml at 54.01 ug/day). The indications for use included spinal pain and complex regional pain syndrome, type 1. It was reported that at the patient's last refill on an unknown date, the hcp found it difficult to inject medication into the pump. Only 15 ml could be injected. The patient was scheduled for a pump replacement on (B)(6) 2017, and the hcp was unable to aspirate the remaining 11.8 ml of medication from the pump. The aspiration was attempted multiple times without success. The pump was replaced and the new pump was connected to the existing catheter. Sterile water was placed in the new pump until the following day, when medication could be added. It was determined that based on catheter volume, if the dose was reduced to 5 mg/day, the medication remaining in the catheter would last for 24 hours. The issue was considered resolved, and the patient's status was alive - no injury. It was unknown if any environmental, external, or patient factors led to the issue. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found fluid path/reservoir access issues due to residue before internal decontamination. Analysis had difficulty accessing the drug reservoir prior to decontamination. Destructive analysis identified residue in the drug flow path. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.